Event description:
It was reported that a no flow was observed during the infusion of adrenalin in an infant. The blockage of fluid flow occurred after 12 hours of the adrenalin infusion. The patient's blood pressure dropped 20mmhg. Medical intervention required an increase of the concentration of the adrenalin infusion. Outcome was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number pe42x7 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The adrenalin concentration at the time of the event was 1mg/100ml. The patient died three weeks after the event. It was reported that the death was unrelated to the event of no flow as the patient presented with serious cardiopathy. The hardware device used during the infusion of adrenalin had been changed prior to the patient's death. The patient's death was due to other reasons. The actual sample was not available for evaluation. A photograph of the sample was visually inspected and damage to the set was confirmed. The cause of the reported event was the set was used with a pump that was configured in a minimum occlusion pressure; the pump was more sensitive to occlusion. The configuration of the pump was changed to moderate occlusion pressure. A CAPA has been initiated for further investigation.